Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s lead located at the right l3 migrated. To address the issue, the physician explanted the drg system.